Event description:
A (B)(6) female with a history of transient ischemic attack, stroke, severe pulmonary disease, hyperlipidemia, abnormal stress test, coronary artery bypass surgery, open heart surgery within the 6 weeks prior to the index procedure, smoking, diabetes mellitus, coronary artery disease, and hypertension was enrolled in the sapphire registry. Angiography revealed that she had an 80% stenosed lesion in her left proximal internal carotid artery. The lesion was described as eccentric, mildly calcified and 23.57 mm in length. The reference vessel was 5.17 mm in diameter and mildly tortuous. An angioguard rx with a 5 mm basket was deployed beyond the lesion and the lesion was pre-dilated. Then an 8.0 x 30 mm precise pro rx was successfully implanted at the target lesion. The physician experienced difficulty advancing the capture sheath to retrieve the angioguard filter into the capture sheath. The filter basket was suctioned and the sheath and retrieval catheter were both advanced to slide over the filter for retrieval. The filter was damaged during retrieval, but no debris escaped from the filter and the residual stenosis was reported as 25%. There were no injury to the patient and the patient was discharged the following day. The site indicated that the physician noticed the "filter deformation" while it was being removed and that the filter basket had been suctioned prior to removal.

Manufacturer narrative:
The product is not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that the device met quality requirements for product acceptance. Angioguard retrieval difficulty is a known potential adverse event associated with implanting carotid stents. The IFU recommends exchanging a filter basket for a new one if the filter is full of debris. Suctioning a filter basket can lead to damage to the filter struts or the membrane causing difficulty upon retrieval. Review of the available information suggests that procedural factors may have contributed to the reported event.